Event description:
It was reported that the patient presented in the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. Since the loss of capture could not be managed by the device programmability options, the patient was brought in for a repositioning procedure. During the procedure, it was observed that the lead was dislodged due to twiddler¿s syndrome. The lead was explanted and replaced. The patient was stable post procedure.